Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had charred actuator and function board components. Upon follow up with the fresenius service technician (fst), it was confirmed that the facility had a power outage, and then a 2008t machine was beeping continuously when the power button was pressed. It was reported that there was no front panel display, no status lights, and a power supply fan that was on. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has 334 hours and these components were the original fresenius parts on the machine. The fst reported that there was no damage observed on any other components, or any other additional issues, associated with the charred components. The fst stated that the power control board, power logic board, actuator board and function board were replaced. The machine powered on, but there was still no machine display. The fst then replaced the ui board, which resolved the machine issue. The machine is back in service without any issues. The charred components have been discarded and are not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius biomedical technician (bmet). To resolve the reported issue, the bmet replaced the power control board, power logic board, actuator board, function board, and ui board. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius bmet identified charred actuator and function board components. Therefore, the complaint event was confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had charred actuator and function board components. Upon follow up with the fresenius service technician (fst), it was confirmed that the facility had a power outage, and then a 2008t machine was beeping continuously when the power button was pressed. It was reported that there was no front panel display, no status lights, and a power supply fan that was on. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has 334 hours and these components were the original fresenius parts on the machine. The fst reported that there was no damage observed on any other components, or any other additional issues, associated with the charred components. The fst stated that the power control board, power logic board, actuator board and function board were replaced. The machine powered on, but there was still no machine display. The fst then replaced the ui board, which resolved the machine issue. The machine is back in service without any issues. The charred components have been discarded and are not available to be returned to the manufacturer for physical evaluation.